Event description:
Per customer, the device has an error code when you turn it on. The device was received for evaluation. The evaluation confirmed the customer reported issue of 'device has an error code when you turn it on.' A reviewing the event log found multiple errors. The cpu and power supply pcbs were replaced. An improperly seated ribbon cable was found between the cpu and power supply pcbs causing error 26. The ribbon cable was seated properly when both pcbs were replaced. After repair, the device was found to meet specifications.